Manufacturer narrative:
The following devices were also listed in this report: cat#;device name; lot#: unk_shc;unknown stryker hmrs proximal tibial replacement;unknown. Unk_jr;unknown stryker patella; unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: revision of hmrs/gmrs to custom mutars implant. Knee had limited rom and patella was not at correct joint level. Hmrs/gmrs was done many years ago. No exact date of surgery provided